Event description:
It was reported that during an unknown procedure, an error occurred frequently and the device became not to be activated. The error message was unknown. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was broken at the discolored area with the broken piece returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was that the device was not activating after receiving an error. The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.